Event description:
It was reported that the ilet displayed approximately 78 units remaining while the insulin cartridge was found empty after several hours of rising blood glucose, with glucose ranging in the mid-200s to low-300s and peaking at 396 mg/dl; the user had performed two meal announcements without eating and completed a full supply change, and there was no reported site wetness or pump alerts. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education, with subsequent glucose downtrending following intervention.

Manufacturer narrative:
Investigation included device data review and follow-up with the user to collect product identifiers for infusion sets and connectors. Investigation of this case revealed inconsistent reservoir level display relative to actual insulin volume and user technique issues involving announcing meals without subsequent intake, which can affect automated dosing. It was concluded that hyperglycemia resulted from combined user interaction with the algorithm and potential delivery interruption due to an empty cartridge despite the displayed volume. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.